Manufacturer narrative:
The device was evaluated and the evaluation found the adhesive on bending section cover had wear and connecting tube and universal cord had buckling. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: plastic distal end cover and light guide (lg) lens had a crack and objective lens had a scratch additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the colonovideoscope to olympus repair with the request for control unit. Customer did not specify malfunction of the device. There were no reports of patient harm associated with the event. The device was evaluated. During the device evaluation, the jet-tube was found with remains of white foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.